Event description:
On feb 17, 2009, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation. The pt indicated that the reported issue began in 2009 at an unk time. During that time, the pt reportedly noted that the subject meter would not turn on. As a result of the reported issue, the pt reportedly increased the dose of diabetic medication. Approximately three and a half days after the alleged issue, the pt reportedly experienced symptoms of "sweatiness and sleepiness." At anpit four days later, at midday, the pt reportedly took 100 units of humalog insulin based on the reading of "472mg/dl" obtained on the other (unk) meter as described self-treatment. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip and had replaced the battery, per the owner's manual. The battery was checked and it was correctly installed. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The pt's products are being replaced. Based on the provided info, this complaint is being reported since the pt reportedly experienced symptoms, which could be suggestive of hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do no pass inspection in a supplemental report.